Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 15 pro / 2.9.1 / ios 18.4.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.